Event description:
It was reported that air bubbles were observed within the mobi cartridge. There was no reported adverse effect to the customer's blood glucose level. Customer primed the tubing to address the issue.